Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skiun reaction occurred. The sensor was inserted into the arm on (B)(6) 2024. On 03/05/2024, it was reported that the pediatric patient experienced a skin reaction with redness, and inflammation, extended beyond the patch perimeter. A healthcare provider (hcp) was contacted, and the patient received a prescription for an oral antibiotic, flucloxacillin. No additional patient or event information is available.